Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic total nephroureterectomy. Event description: [hospital] this is a complaint from the market. Report from the sales rep via email; during a nephrectomy surgery, when retrieving a kidney, the surgeon inserted an inzii into the port and tried to push it in to open the bag, but it got stuck and could not be pushed in. The bag was apart from the wire when it came out and could not be used, so the unit was replaced to a new product and the procedure was completed. This unit will not be returned due to infection. Additional information received via email from [name] on 23jan2024: "he said that the bag came off when the wire got stuck and was forced out, so it is intraperitoneal. Since he said that the wire was pulled back and retrieved as usual, there is no residual material." Additional information received via email from [name] on 09feb2024: "it must be the bag and supports were intraperitoneal and the tips of the supports exposed within the patient." Intervention: replaced to a new inzii. Patient status: no clinical impact (the operation was done with a new inzii).

Event description:
Procedure performed: laparoscopic total nephroureterectomy. Event description: [hospital]. This is a complaint from the market. Report from the sales rep via email; during a nephrectomy surgery, when retrieving a kidney, the surgeon inserted an inzii into the port and tried to push it in to open the bag, but it got stuck and could not be pushed in. The bag was apart from the wire when it came out and could not be used, so the unit was replaced to a new product and the procedure was completed. This unit will not be returned due to infection. Additional information received via email from [name] on 23jan2024: "he said that the bag came off when the wire got stuck and was forced out, so it is intraperitoneal. Since he said that the wire was pulled back and retrieved as usual, there is no residual material." Additional information received via email from [name] on 09feb2024: "it must be the bag and supports were intraperitoneal and the tips of the supports exposed within the patient." Intervention: replaced to a new inzii. Patient status: no clinical impact (the operation was done with a new inzii).

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this event have been evaluated and were found to be at an acceptable level.